Event description:
It was reported that a patient underwent an unknown spinal procedure, during the procedure, it was reported that "when the surgeon is driving the screws into the plate, the hex shape of the screw head becomes rounded off so that the screwdriver will no longer grip the screw which in turn stops the screw from turning further in either direction". No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.